Event description:
It was reported that an alert/notification settings issue occurred. On (b)(6) 2026, the patient reported not receiving an alert before she fainted due to hypoglycemia. The patient lost consciousness, fell, and hit her face on a coffee table. This caused the patient's glasses to break, cut her eyebrow, and left her with a blackeye. The patient also damaged her neck and will possibly need neck surgery due to the fall. The patient reported she was not diabetic but her doctor suspected her to have Addison's Disease, which may have contributed to the hypoglycemic event. The patient's husband noted that right after she fainted they received an alarm on the patient's phone for hypoglycemia. There were no BG nor CGM readings reported, and an CGM inaccuracy could not be confirmed. At the time of the report the patient was at the hospital for a follow up appointment and was not able to gather further information about the event. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia.